Manufacturer narrative:
The field service representative (fsr) went on-site to evaluate the suspect device. The fsr repaired the device onsite and returned it working to service specifications by performing a scheduled preventative maintenance repair.

Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspected component for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit occasionally displays a circuit disconnect alarm. The customer reported the circuit disconnect alarm is more frequent. The issue occurred during patient-use; the customer reported there is no patient consequence associated with the event. The customer performed troubleshooting, but the issue was not resolved.